Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that they had 2 or 3 recent issues with infiltration/extravasation injuries occurring in quick succession. The staff reported that it is harder to advance the needle if partially removed if required and that this may be leading to puncturing the cannula tube. There was patient involvement and no patient harm.